Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-04642. The pt received two leads with the same lot number. It was reported the pt was not receiving effective stimulation and the physician removed the scs system. It was also reported the system was showing low impedance during interrogation.

Manufacturer narrative:
Eval results: one lead showed discoloration and electrocautery marks approx at 12.7cms on the outer tubing of the lead and failed the conductivity test. The other lead showed no visual anomaly and passed the conductivity test. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.